Event description:
The customer reported that while in patient use the ventilator gave a transducer fault and vent inoperative with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.

Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero "0" calibration of the turbine differential transducer pt800 failed to calibrate. This calibration failure caused the turbine to be inoperable which in turn caused the vent to go vent inop. The events log contains many xdcr faults duplicated, xdcr fault "vent inop". "Turb diff: 1021 failed", complaint allegation. This issue is being addressed in an internal corrective action.